Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, doctor's office: 2.6. Date: (B)(6) 2011, inratio: 2.8. Date: (B)(6) 2011, inratio: 4.5. Patient's therapeutic range: 2.0-3.0.